Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 330cc saline catalog #3503330 lot #6448537 sn #6448537-011. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with mentor smooth round high profile 330cc saline breast prostheses. Right side asymmetry was determined visually by the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).